Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had abrasion at the distal end of the inlay. Patient underwent revision of the left knee and replacement of the inlay component with coupling mechanism. It was further reported that patient had primary implantation with unknown manufacturer implants. On (B)(6) 2020 patient had the revision to s-rom after treatment of infection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: abrasion pe at the distal end of the inlay. Photos were provided for review. (B)(4). The photo investigation revealed wear on the lateral side of the post and upper front section of the condyle. Additionally, it is suspected that due to the heavy wear condition a section of the post has fallen apart of the device. A manufacturing record evaluation was performed for the finished device [198727318 / j64h26], and no non-conformances or manufacturing irregularities were identified. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed as the observed condition of the lps univ tib hin ins med 18mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 12/09/2019. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 11/30/2024. 5) IFU reference: 090200773. Device history review: a manufacturing record evaluation was performed for the finished device [198727318 / j64h26], and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: abrasion pe at the distal end of the inlay. Photos were provided for review. The photo investigation revealed wear on the lateral side of the post and upper front section of the condyle. Additionally, it is suspected that due to the heavy wear condition a section of the post has fallen apart of the device. A manufacturing record evaluation was performed for the finished device [198727318 / j64h26], and no non-conformances or manufacturing irregularities were identified. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed as the observed condition of the lps univ tib hin ins med 18mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot:1) quantity manufactured: (B)(4), 2) date of manufacture: 12/09/2019, 3) any anomalies or deviations identified in DHR: none, 4) expiry date: 11/30/2024, 5) IFU reference: 090200773. Device history review: a manufacturing record evaluation was performed for the finished device [198727318 / j64h26], and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10. Corrected: b3, d4 (lot & primary UDI number). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: d4 (lot number, primary UDI number). If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: abrasion pe at the distal end of the inlay. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed wear on the lateral side of the post and upper front section of one of the condyles. Additionally, it is suspected that due to the heavy wear condition a section of the post has fallen apart of the device. Fragment was not returned for evaluation. A manufacturing record evaluation was performed for the finished device [198727318 / j64h26], and no non-conformances or manufacturing irregularities were identified. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the lps univ tib hin ins med 18mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 12/09/2019. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 11/30/2024. 5) IFU reference: 090200773. Device history review: a manufacturing record evaluation was performed for the finished device [198727318 / j64h26], and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: corrected: h3.